Manufacturer narrative:
The device had a blank display due to broken solder joint and lifted traces. Unable to confirm battery error alarm or perform the operating currents measurement, self test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display anomaly. The insulin pump had a cracked reservoir tube lip, minor scratched display window, stained address label and stained serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and had blank display. The customer's blood glucose level was 360 mg/dl. It also reported that the display did not returned after insertion of new battery. The customer will return insulin pump for analysis.